Event description:
A peritoneal dialysis (pd) patient experienced an infection manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event.. It was not reported if the patient was treated for the events. It was reported that pd therapy was discontinued and the pd catheter was removed. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.